Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 9/10/15 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: bolus button cover is intact and responds normally, unable to duplicate the complaint; bolus button cover was removed and no damage/moisture/contamination was found. Unrelated to the complaint the display is dim/fading/reddish, the battery compartment is cracked along the side from threads to seal case and below pad.